Event description:
It was reported that the dome portion of the device disconnected during the operation and remained with the ventricular catheter. There was no pt injury reported.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.